Manufacturer narrative:
Investigation confirmed a faulty connection between the pump and frame due to wear of port overtime. Spectrum medical replaced the frame and power supply.

Event description:
During procedure, the quantum workstation screen froze and the perfusionist was unable to adjust the pumps. User performed hard reboot of the system after which the pumps stopped and had to be hand-cranked. There was no patient harm. Spectrum medical considers an event in which the pump stops to be reportable.

Manufacturer narrative:
Investigation confirmed a faulty connection between the pump and frame due to wear of port overtime. Spectrum medical replaced the frame and power supply.

Event description:
During procedure, the quantum workstation screen froze and the perfusionist was unable to adjust the pumps. User performed hard reboot of the system after which the pumps stopped and had to be hand-cranked. There was no patient harm. Spectrum medical considers an event in which the pump stops to be reportable.